Event description:
During the procedure, it was reported that the pipeline was having difficulty releasing from the capture coil. The physician was able to deploy the pipeline, but the pushwire broke after deployment. The broken segment remained in the patient. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient and the proximal segment of the pushwire was discarded. (B)(4).